Event description:
It was reported that during a procedure of the 99% stenosed, concentric, mildly calcified, de novo, mid left anterior descending diagonal artery, predilatation with a 1.5 x 15 mm voyager balloon was attempted but it would not pressurize more than 4 atmosphere for 10 seconds. The device was removed from the anatomy without incident and leakage from the balloon was confirmed. A trek balloon was used to complete the procedure. There was no reported clinically significant delay in the procedure due to the device issue. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was mildly calcified which likely contributed to the reported difficulty. It is possible that the balloon material was damaged (scratched) during interactions with calcified lesion, such that the balloon ruptured upon the first inflation at 4 atmospheres (atm); however, without the device to examine a conclusive cause could not be determined. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no other incidents. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.